Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
It was reported that the touchscreen was out of alignment. Not in use, no patient or user harm reported. The service engineer (se) reported that the touched position was observed to be out of alignment. A touchscreen calibration was performed; however, the phenomenon was not resolved. The se replaced the touchscreen to resolve the issue.

Manufacturer narrative:
The touchscreen was returned for failure investigation. Fault was found on the returned touchscreen. The customer complaint of touchscreen issue was verified. The ul_lr / ur_ll resistance measurements were out of specification.